Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v184846, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension ; product ID 3387s-40, lot # v245967, implanted: (B)(6) 2009, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a revision done in (B)(6) 2012 for a new battery.